Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewh1634 showed no other similar product complaint(s) form this lot number.

Event description:
It is reported that the PICC was faulty. The guide wire tip was bent. Enter wiring unravelled during pull pack.